Event description:
It was initially reported the "unit went inop after a couple of seconds when attempting to turn on". Additional information received "reported that the client's unit was malfunctioning. Despite being plugged in all the time with both external power and charge status indicators being green, the unit when turned on only functioned briefly (10 sec) then shut down and alarmed constantly".